Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the flex deflectable videoscope exhibited no image. The issue occurred during pre-sterilization inspection. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 4 years since the subject device was manufactured. The device was returned to olympus for inspection, and the customer's reportable malfunction was confirmed. A definitive root cause was not identified, however based on the results of the investigation, the probable cause of the malfunction would likely be due to damage to the image sensor unit or failure of mounted components on the electrical board due to stress from use, external factors, or handling. The event can be detected by following the instructions for use: "chapter 3 preparation and inspection, section 3.8 inspection of the endoscopic system¿. Olympus will continue to monitor field performance for this device.